Event description:
I am a type 1 diabetic. I wear an omni pod to inject my insulin. Omni pod changed their packaging for the pods that I use. Since then, I can only wear the pod for 24-36 hours at a time. The pods are to be used for 72 hours. I itch so bad that I have to change them really often. My skin actually has scar marks from the new pods. I still have a box of the old packaged pods and can still wear them for 72 hours at a time. When I remove the new pods I have hives underneath them. The red sores that I'm left with last a week, then for months after you can still see where it was. They, at omni-corp, says that I am not alone but they don't have an answer. These pods cost my ins (B)(6) every 90 days, and they are made in (B)(4). I am worried because these pods have a cannula that is inserted into my skin. Don't know if I may be in contact with a product that may cause other problems down the line.